Event description:
It was reported that the water temperature for the blanket appeared to be fluctuating between 39 and 41. About one hour after continuing therapy with this device, the probe was changed from a blanketrol probe to a stryker probe. Initially after the change the patient started warming and the blanket water temperature stabilized, it was then reported that the patient started getting cool again and wouldn't warm up.

Event description:
It was reported that the water temperature for the blanket appeared to be fluctuating between 39 and 41. About one hour after continuing therapy with this device, the probe was changed from a blanketrol probe to a stryker probe. Initially after the change the patient started warming and the blanket water temperature stabilized, it was then reported that the patient started getting cool again and wouldn't warm up.

Manufacturer narrative:
It was reported that the customer was having issues with the altrix device cooling a pediatric patient after swapping to this device. The customer alleged again that the water temperature fluctuated between 39 and 41 degrees. According to the senior clinical nurse consultant the water fluctuates in this manner at times during treatment with one hose as flow rate likely fluctuated affecting the temperature. The senior clinical nurse consultant reviewed treatment data from this device and determined that the unit was functioning correctly. The customer reported that switching to a stryker probe stabilized the water temperature, and the baby started warming for a short period. However, then the baby's temperature started to cool again. Since the customer was using a folded adult blanket, it's possible that there was a flow obstruction contributing to the warming issue.